Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Capsular contracture was a baker grade iii.

Manufacturer narrative:
Visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade iii.

Event description:
The device has been explanted.